Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was servicing the unit. The (fse) reported that the safety disk was leaking on the patient side of the device. After replacing the safety disk and confirming the leak was no longer present, the unit passed all functional and safety tests and was given back to customer.

Event description:
N/a.